Event description:
Reportable malfunction: on july 17, 1999 novo nordisk a/s rec'd a novopen 3 device from france with the follwing complaint: "hardness of pushbutton." There was no indication of an adverse event. Result and conclusion of MFR's investigation - on august 13, 1999 novo nordisk a/s established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at different dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" has been classified as a reportable malfunction.